Event description:
Suture breakage. Customer reports that one suture broke during surgery to repair an aortic aneurysm. There is no alleged consequences to the patient. Note: outcome to patient does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.